Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. Based on the results of the investigation, it was confirmed the subject device was shipped in accordance to specifications. The investigation also confirmed that air pockets were in the water supply line, caused by the user facility shutting off the water supply line due to construction. In addition, the water filters were clogged. As a result, it is likely the suggested events occurred due to the environment of the user facility, not a defect of the device. There has been no repair history for the subject device within the last year. Within the oer-pro instruction manual, chapter 7.2 identifies the process in replacing the water filter.

Manufacturer narrative:
As part of our investigation, of our investigation, the technical assistance center (tac) informed the customer that the oer-pro requires a minimum pressure of 14.5 psi to run the unit. Tac provided the customer with instruction on how to release the air from the internal water filter using the connector tube line. The customer was able to collected more than a gallon of water due the air pockets and stated the rinse cycle would not complete without error. It was determined that the 0.45 prefiltration was also clogged. The filter was replaced in both machines and sufficient water pressure was noted.

Event description:
The service center was informed that the water pressure was at zero on two of the facility¿s oer-pro automatic endoscope reprocessors (aer). The user facility reported that the water had been shut off due to construction and now air pockets are in the water supply. There was no patient involvement reported. This 2 of 2 reports.